Manufacturer narrative:
On 07-jul-2016 product investigation results: reporter returned 2 toothbrush heads on 25-may-2016. The result of the analysis done with the consumer return showed that wear led to the malfunction of this product. The product reached end of life. No manufacturing fault identified.

Event description:
Back end of the brush head is becoming detached, literally hanging off [device breakage], no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that the back end of the oral-b dual clean brushhead was coming detached, elaborating that he had one that was literally hanging off. He stated that he always used these particular brush heads. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Back end of the brush head is becoming detached, literally hanging off [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that the back end of the oral-b dual clean brushhead was coming detached, elaborating that he had one that was literally hanging off. He stated that he always used these particular brush heads. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.